Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of gastrointestinal bleeding and extensive pulmonary emboli. The filter was deployed without incident near the l2-l3 level. According to the patient profile form (ppf) the patient experienced edema of his lower extremities and a venous ulcer of the left leg (some of the skin on the lower left leg has sloughed off). Eight years after the index procedure, a computed tomography (CT) showed that the filter was clogged. Ten years postoperatively, an ultrasound revealed that there was an echogenic clot at the periphery of the right common femoral vein and also thrombosis in the right popliteal vein. Eleven years after the index procedure, an ultrasound revealed blood clots in the patient's legs. The patient is being medicated for the pain that he is experiencing in his groin area. Additionally, intimacy with his spouse has been impacted negatively, which is "very hard emotionally for him." The form also states that the filter was unable to be retrieved; however, there have been no attempts to remove the device. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of gastrointestinal bleeding and extensive pulmonary emboli. The filter was deployed without incident near the l2-l3 level. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc). According to the patient profile form (ppf), the patient experienced edema of his lower extremities and a venous ulcer of the left leg (some of the skin on the lower left leg has sloughed off). The patient has pain in the groin area causing difficulty with intimate relations. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Decreased libido, swelling of the legs, pain and ulcer do not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal team, plaintiff underwent placement of defendants¿ trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication. Factors that may have influenced the event include patient, pharmacological and lesion. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of defendants¿ trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant expenses, and pain and suffering, and other damages.